Event description:
It was reported that patient had a video assisted thoracotomy surgery (vats) procedure and unexpectedly died in the intensive care unit (ICU) after they aspirated. According to the site, the death was not considered to be device related and the device had operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21aug2019. No further information was provided. The manufacturer is closing the file on this event.